Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was not further specified. The peritonitis was manifested by abdominal pain. The same day as the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, in the same month as onset, the patient was treated with vancomycin (route, dose and frequency not reported). Dianeal therapies were ongoing. Treatment with vancomycin was discontinued on an unknown date. The patient was discharged 12 days after admission. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.